Event description:
<P>it was reported that the caller experienced a malfunction on the pump after lying on it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in resetting it successfully, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.</p>